Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed and replaced due to it stopped working as expected. All components were successfully removed and replaced. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.